Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional clip delivery systems (cds) are filed under separate medwatch report numbers.

Event description:
This is filed to report the inability to remove the lock line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 5. The first clip delivery system (cds)(10831r177) was advanced to a2/p2 and the leaflets were grasped. While establishing final arm angle (efaa) the clip opened 10 more degrees when turning the arm positioner to neutral and then it jumped to 60 degrees after one full turn of the arm positioner in the open direction. During troubleshooting, the clip was unlocked, the clip arms were opened to 90 degrees, good leaflet insertion was confirmed, and the clip was locked and closed with a gradual tension release by advancing the dc handle for 3-4mm. The clip passed efaa and was deployed. The clip remains stable on both leaflets. A second cds (10831r187) was advanced to the mitral valve and the leaflets were grasped. During efaa the clip jumped opened to 180 degrees. Multiple troubleshooting attempts were performed, and all were unsuccessful. The clip was removed from the patient and exchanged. The third cds (10831r178) was advanced and placed on the mitral valve. Lock line and gripper line removability was confirmed. After successful efaa, the physician began to remove the lock line. While removing the lock line it became stuck after approximately 30 cm of the line was retracted. Extensive troubleshooting was performed; however, all were unsuccessful. It was decided to go through with fully deploying the clip. The gripper line was removed, and the clip was successfully deployed. The cds was slowly removed from the patient with the lock line simultaneously. The procedure was complete with a final mr grade of <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
All available information was investigated and the reported mechanical jam associated with inability removing the lock line was confirmed due to the observed knot. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information reviewed, while the inability removing the lock line appears to be the result of the observed knot, a cause for how the knot formed could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.h6: code 4012 (physical resistance/sticking) was removed and code 2983 (mechanical jam) was added.